Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated a tube with clotted blood at the top of the opening. Additionally, 100 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: clotting based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, 3 samples were clotted. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter facility name (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml, 3 samples were clotted. There was no health impact or consequences reported.